Event description:
The customer reported a speaker malfunction. The customer reported that the device was not in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.